Event description:
A consumer's husband reported that four years following intraocular lens (iol) implant surgery, his wife's vision has worsened and a discoloration of the lens is observed. He also reported his wife experienced glare. Add'l info was received from the consumer who clarified that her symptoms began one year following implantation when she experienced hazy vision in the daytime and vision was only slightly better when she wore sunglasses. She reported having a yag laser treatment but with no improvement. Currently, she continues to experience hazy vision and glare. She feels her distance and reading vision have deteriorated. Add'l info was also received from the surgeon who saw the pt postoperatively (not the implanting surgeon). The surgeon reported the event continues and indicated the "pigment is in the lens".

Manufacturer narrative:
Eval summary - the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Add'l info was requested and received. (B)(4).